Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported high blood glucose level and said the cannula was not properly inserted. The pink slide insert was visible in the window on top of the pod. No smell or feel of insulin on her skin. When the pod was removed, the cannula looked as if it was kinked and was bent over. New pod was activated and bg levels came down. On (B)(6) at 10:30pm pod activated, 10:30pm basal 1.15, 11:19pm carbs 32g bg 80 bolus 2.65 units, 11:27pm carbs 11g bolus .9. On (B)(6) at 5am basal .9, 5:03am bg high, 5:07am bolus 6.5 units, 6:10am bg 419, 6:24am bg 367 carbs 32g bolus 3.2 units, 7am basal .65, 7:25am bg high, 7:28am pod deactivated, 7:30am pod activated, 8:17am bg 496 bolus 3.3, 9:47am bg 389.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.